Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor rear response button was intermittent. Upon investigation, the rear response button switch was damaged causing intermittent contact. The root cause of the damaged switch cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.